Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 3389s-40, lot# va0yq24, product type: lead. Product ID: 3389s-40, lot# va0w79v, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 24-aug-2019, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 22-sep-2019, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4) , ubd: 25-jun-2018, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-apr-2018, UDI#: (B)(4), see regulatory report# 3004209178-2019-09864 for other implantable neurostimulator involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that about two months ago they noticed tingling and a slight vibration in their neck, head, and shoulder where the lead wire would be. They said it did not hurt but was happening more often. It was recommended the patient could try to lower stimulation if their doctor was okay with them making adjustments. They were redirected to follow-up with their doctor. No further complications were reported or anticipated with this event.